Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported a 10mm map shift was observed. The smarttouch catheter had a proximity warning errors however no catheter was nearby. Proximal electrode was intermittently blacked out even though sheath electrode showed it was clear. Additional information provided stated the map shift occurred after the user moved the head of fluoroscopy. No map shift warning message was displayed. This issue was reported after the case has already been completed. No troubleshooting could be performed. The issue was unable to be duplicated. Customer complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Event description:
During an atrial fibrillation (afib) procedure, it was reported a 10mm map shift was observed. The smarttouch catheter had a proximity warning errors; however, no catheter was nearby. Proximal electrode was intermittently blacked out even though sheath electrode showed it was clear. Additional information provided stated the map shift occurred after the user moved the head of fluoroscopy. No map shift warning message was displayed.

Manufacturer narrative:
(B)(4).